Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 381523 batch#: 4093016. It was reported by the customer that after the IV was placed, the extension was connected to flush but leaked where the extension and IV hub met. I tried changing the extension but it still was leaking at the connection the IV needed to be removed due to the failure. 2. Was there any harm to the patient or healthcare provider (hcp)? No 3. What was the date of the event? 10-8-24 5. What medication was being administered at the time of the incident? Saline

Manufacturer narrative:
Initial reporter address updated in e tab. Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard bc unit from lot number 4093016. Only the catheter was provided, and no media was detected. A leak test was performed and confirmed a leak from the connection of the adapter. Microscopic analysis discovered damage to the bottom of the adapter where the luer threads form. Your reported issue was confirmed and determined to be manufacturing related. During manufacturing, this may occur when the adapter is loaded onto the grip assembly due to incorrect equipment settings. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.